Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark) and a 6f non-penumbra short sheath. During the procedure, the physician was in the process of inserting the benchmark into a 6f short sheath; however, upon attaching the benchmark to be flushed, the physician noticed it to be leaking proximal to the hub. Therefore, the benchmark was removed. The procedure was completed using a new benchmark. There was no report of an effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed, a leak near the hub. Evaluation revealed, a fracture underneath the strain relief near the hub. If the benchmark is mishandled at an extreme angle, during use, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the leak observed, during the procedure and evaluation. Further evaluation of the device revealed, an ovalization on the distal shaft. This damage was likely incidental to the complaint. Penumbra catheters are inspected, during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal, any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.